Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert,the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrthymia therapy. (Lia) rv lead integrity alert warning occurred for increased sic count and 2 or more high ventricular tachycardia (vt)-ns episodes less than 220 ms on (B)(6) 2016. Rv pace lead impedance was 4047 ohms on (B)(6) 2016. Sensing integrity counts went up to 635 (within 2 days) along with evidence of oversensing. Unexpected shock occurred on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient was hospitalized due to inappropriate shocks. The right ventricular (rv) lead exhibited intermittently high pacing impedance along with oversensing and noise. It was noted that the tip to coil sensing was programmed. The rv lead connector end was explanted and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.